Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter did not work occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. The allegation was confirmed. The probable cause was determined to be transmitter, defective. The reported event of a transmitter did not work is reportable based on the finding of a transmitter, failure alert display. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.